Event description:
Report received from (B)(6) which states: "the trocar bends when the surgeon wants to insert it. No pt impact."

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Though requested, the device has not been received. Should the device or additional info become available, a supplemental will be filed.